Event description:
It was reported that pump touchscreen was malfunctioning.. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting and no further action was taken by technical support.